Manufacturer narrative:
Analysis is not required and we are unable to confirm the needle anomaly due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's needle hub came off without removing the sensor. The customer's blood glucose was unknown at the time of incident. The sensor will be replaced and will not be returned for analysis.